Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when the surgeon was about to fire the device, the trigger was blocked, and the surgeon couldn't fire the device. He tried 3 different staplers unsuccessfully. They used another device to complete the case. No patient injury.